Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019. Patient reported having abrasion in right eye on (B)(6) 2019. Patient visited an emergency room for evaluation and was prescribed tobramycin and pain medication. Patient seen on (B)(6) 2019 in office and abrasion is resolving. Noted a 1+ diffuse lamellar keratits (dlk) under flap in healing area and 1+ cells in anterior chamber. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of abrasion with post traumatic inflammation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.50 x -.50 x 175; left eye pre-op 20/20 -4.50 x -.50 x 175. Bcva from (B)(6) 2019: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 .00 x .90 x 90.